Event description:
Additional information was received from a healthcare provider (hcp) indicated external/environmental/patient factors that may have caused or contributed to the infection included surgical infection related to skin breakdown from prior surgeries. Regarding the difficulty moving, it was noted this had not resolved. The patient was awaiting re-implantation of pump, which had been delayed by covid by lack of medtronic supply. It was noted oral baclofen was not sufficient. The patient¿s weight at the time of the event was not reported. The pump was still currently implanted, and they were awaiting supply for re-implant. No further complications were reported.

Manufacturer narrative:
H6. Correction: patient code: c50458 is not applicable to this event. Patient code: c50845 applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the pump was explanted as previously reported (did not remain implanted). The healthcare provider (hcp) was awaiting supply for re-implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative regarding a patient who was receiving baclofen of an unknown concentration at a dose rate of approximately 950 mcg/day via an implantable pump for an unspecified indication for use. It was reported an infection occurred near the patient¿s pump site in february. The date (B)(6) 2020 is considered an approximate date of event (month and year known only). The infection strain was tested, and the reporter believed it may have been staph. The pump system was explanted. The patient then received antibiotics intravenously and had a pic line. The infection was resolved. The patient was supposed to have a new pump placed in april, but that was delayed due to covid-19 and now they were being told no pumps were available. At the time of the report it patient services reviewed the patient¿s healthcare provider (hcp) could contact a manufacturer representative to discuss requesting the pump. It was further noted that the patient has had a pump since he was 3 and being without the pump now, waiting, the patient could barely move without it. No further patient complications have been reported as a result of this event.